Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy . It was reported that during an unscheduled clinic or office visit on (B)(6) 2020. The patient was lifting boxes a week ago and felt a pop at the interstim site. The patient now feels the battery moving around and causing pain and discomfort. Examination imaging showed anterior migration of the device but the leads are intact. An advanced registered nurse practitioner (arnp) did found that the modular kind of moved up and down when they pressed on it. Urology will call the patient to decide what is the next action. Other specific actions includes lead replacement scheduled for possible (B)(6) or for sure (B)(6).

Manufacturer narrative:
Upon receipt of new information, it was determined that the information in this MFR report pertains to MFR report # 3004209178-2020-18681. All information in this event and any future new information will be documented and submitted in that report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.